Event description:
It was reported that on (B)(6) 2014, a revision surgery was performed for collapse of the femoral neck fracture which was revealed on a post-operative follow-up evaluation. One of the three screws that were implanted had cut out and was penetrating the articular surface of the femoral head. The revision surgery was successfully completed with no surgical delay. This is report 1 of 1 for com-(B)(4).

Manufacturer narrative:
Patient ID reported as: (B)(6). (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.